Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "has been coughing and is not sure if it is caused by the device". " patient was advised to contact her physician". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device was returned to the manufacturer for investigation. An external and internal visual inspection of device were completed by the manufacturer confirmed there was no evidence of sound abatement foam degradation. The device was scrapped per fc:16-700-623. Unit being scrapped due to being out of date.